Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle is excessive force placed on the connector while the electrode belt was attached. No adverse event resulted from the broken receptacle.

Event description:
A us distributor contacted zoll to report that a patient's monitor was damaged at the belt connector receptacle.